Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the customer subsequently experienced an elevated blood glucose (bg) level of 300 (mg/dl). A correction bolus was delivered to address bg levels. The customer also experienced a low bg level of 47 (mg/dl) due to incorrectly entering the amount of carbohydrates consumed to administer a correction bolus. Juice was consumed to address their low bg level. Due to the occlusion alarm occurring in the past and the supplies being changed, the source of the occlusion was unable to be determined. Recommendation was made to consult with a health care provider to discuss diabetes management.